Event description:
On (B)(6) 2012, the surgeon had performed a bilateral tubal ligation. The pt returned on (B)(6) 2012 for emergency surgery with the fallopian tube adhered to the colon and abdominal wall. During the procedure on (B)(6) 2012, they had used the g400 generator and molly forceps (reported on MDR #2183680-2013-00001). The surgeon did not feel there was a problem with the products and believes the pt had an infected fallopian tube. The procedure was reviewed with the surgeon and it was felt that the surgeon had performed the case using the equipment properly.

Manufacturer narrative:
The g400 generator is functioning normally and will not be returned at this time. The molly forceps have been discarded by the facility. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.